Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The coil was implanted and the pusher assembly was disposed of.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (pcomm) using penumbra smart coils (smart coils). It was noted that the patient's anatomy was not tortuous. During the procedure, the physician placed initial non-penumbra coils into the aneurysm using a non-penumbra microcatheter. While attempting to advance a new smart coil through the microcatheter with no resistance, the physician felt that the coil had unintentionally detach within the microcatheter. The smart coil was halfway outside of the microcatheter and into the aneurysm when it detached. Therefore, the physician used the smart coil pusher assembly to push the remaining amount of coil into the aneurysm. The procedure was then successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.